Event description:
Health professional reported that the day after pt injection with juvederm ultra plus xc in the "tear troughs through the orbital rim", that the pt experienced "numbness on the left side of [the] lips and nose" which were noted by the pt 1 day after dermal filler injection. Pt also experienced "hyperemia, shallow red erosions, ischemia changes and necrosis of the upper gum line/tissue/left gingiva", and "extrinsic compression", also described as "discoloration of left cheek and gingiva", 2 days after the initial injection. The health professional thought "it's either perivascular or intravascular, or a peri verve bundle compression of the juvederm". The physician stated that the pt reported the symptoms to the injecting office 2 days after the initial injection and was seen and treated that same day. The pt was injected with hyaluronidase, which was reported as to both hasten the resolution of the pt's symptoms as well as to prevent worsening of the symptoms that may lead to permanent damage. Pt was also treated with topical nitropaste and heat. The necrosis and numbness have been reported as having resolved by approximately five days later.

Manufacturer narrative:
Medwatch sent to FDA on 09/27/2012.